Event description:
Boston scientific received information that this atrial lead when programmed in bipolar configuration had impedances greater than 2500 ohms, no capture and noise. However, when programmed to unipolar configuration had impedances of 300 ohms, good capture, thresholds and no noise. The lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.